Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Thrombosis and death are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: death, possible very late stent thrombosis. Onset of adverse event: approximately 14 months after the procedure. It was reported, via trial, that on (B) (6) 2010, approximately 14 months post, a proximal left anterior descending (lad) artery stenting procedure with a xience stent, the patient died. Cause of death is unknown; however, it was possibly from very late stent thrombosis. Although requested, there was no additional information provided.